Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, implanted: (B)(6) 2014. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's device needed adjustments as the stimulation was only felt on their right side on not their left. It had been this way for about a month. No further complications reported. Additional information was reported that the patient stated that one of their leads moved just a little. The patient was reprogrammed to get their stimulation in the defined location in their back. The patient's loss of stimulation was resolved with the reprogramming. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's lead moving was not determined. No further information was reported.